Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 4.6 mmol/l. The customer stated that the escape button is temperamental, the pump is working, but the button is becoming a bit stiff. The customer stated that there is no damage to the button. The customer doesn't recall any significant events of the device being dropped or exposed to moisture. The customer is currently in hospital but not due to the pump.